Manufacturer narrative:
(B)(4). The lot was manufactured from january 7, 2015 to january 8, 2015. The device was received for evaluation. A visual inspection revealed a brown particle in the filter of the device. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a brown particle in the filter. This was identified before patient use. The device was filled with an unspecified amount of flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.